Event description:
Pt developed an allergic reaction on her chest, left side of arm , shoulder and neck down to her left waist line. She also has to scratch herself from her waist up to her neck and becomes very irritated.